Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the dr had the osteotomy opened and ready for the implant but when he twisted the cap off and opened the container there was no implant inside the vial. The cover screw was inside but not implant.

Event description:
No additional event information received at the time of this event.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. One (1) empty packaging for a impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned implant packaging identified it was in an opened condition. Implant packaging was missing implant/mount. Based on the evaluation, packaging malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported packaging event. Monthly post market trending review identified no actionable trends or corrective actions for the reported packaging event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1253503). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1253503) for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, IFU and risk review, the most likely cause determined from the investigation is improper handling of device/packaging outside of zimvie control. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.